Event description:
During a remote follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The suspected cause of the event is due to lead damage, although not confirmed. Provocative testing was performed. The patient was stable and will continue to be monitored.